Manufacturer narrative:
P-cap locked in place properly during testing. Upon battery installation, unit alarmed critical pump error (open book image). Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. During deconstructive analysis, it was determined that moisture damage on force sensor gold traces and moisture damage on electronic assembly led to constant critical pump error (open book image). The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer¿s alleged critical pump error alarm (open book image) was confirmed. After deconstructive analysis, it was determined that critical pump error alarm (open book image) was caused by moisture damage on electronic assembly and force sensor gold traces. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer found no damage to the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.